Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure where the implantable pulse generator was explanted and replaced due to the patient being a high energy user and the device was no longer holding charge. The device was retained by the facility and will not be returned. Patient was doing well post operation.

Manufacturer narrative:
The device was not returned to boston scientific for analysis therefore a technical analysis could not be performed and the complaint could not be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a procedure where the implantable pulse generator was explanted and replaced due to the patient being a high energy user and the device was no longer holding charge. The device was retained by the facility and will not be returned. Patient was doing well post operation.